Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their infusion set leaked. The customer¿s blood glucose level was 308 mg/dl at the time of the incident. Customer treated high blood glucose with manual injections. Advised customer to change the set. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.